Event description:
It was reported that there was physical damage to the transmitter. The blood glucose reading was 120 mg/dl. Advised return of the device for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken cow catcher and all contact pins were damaged. Unable to perform functional test due to broken cow catcher.